Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had difficulty accessing the intended target lesion with a cypher 3.5 x 18 mm stent delivery system (sds). The target lesion was the proximal left anterior descending (lad). The lesion was reported to be: heavily calcified, highly tortuous, and a 99% stenosis. The lesion was pre-dilated with a lacrosse 3.0 x 10 mm balloon catheter. Ivus was done after pre-dilation. The physician removed the cypher sds and pre-dilated the target lesion again. A second attempt to access/cross the target lesion was also unsuccessful. The physician again successfully removed the cypher sds and on inspection noted the stent struts were flared/uplifted (unknown if proximal or distal). A taxus 3.5 x 16 mm stent was successfully implanted to treat the target lesion. The procedure was completed successfully. There was no reported patient injury. The physician did not indicate any anomalies were noted upon inspection of the device prior to use. The product is not available for inspection. There was no reported patient injury.

Manufacturer narrative:
It was not known if the procedure was elective or emergent. The patient's admitting diagnosis was unknown. There were no reported problems noted upon inspection or prepping the device. There was no reported resistance/friction noted during advancement of the sds through the guiding catheter. There was no reported tracking difficulty. It was not known if the sds was withdrawn back into the guiding catheter after the crossing difficulties. No additional information is available. The product is not available for evaluation and testing. The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had difficulty accessing the intended target lesion with a cypher 3.5 x 18 mm stent delivery system (sds). The target lesion was the proximal left anterior descending (lad). The lesion was reported to be heavily calcified and highly tortuous with 99% stenosis. The lesion was pre-dilated before the insertion of a 3.5 x 18 mm cypher, however, it failed to cross the lesion. Ivus was done after pre-dilation. The physician removed the cypher sds and pre-dilated the target lesion again. A second attempt to access/cross the target lesion was also unsuccessful. The physician again successfully removed the cypher sds and upon inspection noted the stent struts were flared/uplifted (unknown if proximal or distal). A non-cordis des was used to treat the target lesion and the procedure was completed successfully. There was no reported patient injury. The physician did not indicate any anomalies upon inspection of the device prior to use. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the failure reported by the customer could not be confirmed. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempts to deliver the stent and cross the lesion. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to these events. Please note that this is the initial/final report for this product.